Event description:
The customer reported that they received a "speaker malfunction error" message, and that the speaker did not produce sound. The device was not in clinical use, when the issue was discovered; no patient involvement.